Manufacturer narrative:
Result of investigation: as the device in question was not returned by the customer, a physical investigation of the product itself could not be performed. However, the available information has been reviewed. Based on the available information, the failure description and similar complaints, the root cause of the ceramic tip breaking can be attributed to various factors: repeated applications can cause material fatigue, resulting in microcracks that ultimately lead to breakage. Excessive user force on the ceramic tip can cause microcracks to form, which expand over time and eventually lead to breakage. This is consistent with the warning statements regarding overloading and careless handling of ceramic components. If the ceramic tip was already damaged prior to use or improperly reprocessed, this could have contributed to the weakening of the material. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that during a medical surgery, there was a rupture of the end part of the resector liner (ceramic part) within the bladder cavity. No death or (unanticipated) serious deterioration in state of health reported.